Event description:
It was reported that a customer tried giving blood but pressure gauge on a smiths medical fluid warmer would only get to 100mmhg. No adverse patient effects were reported.

Manufacturer narrative:
Other text: additional information: d4 and g5 are unknown. No product information has been provided to date. D5, d10, h3 h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition with pressure chambers serial number. Filled water into reservoir tank, installed temperature check, installed gas vent filter onto air detector, which is attached to the filter holder interlock switch. Checked device air pressure. The reported issue was not duplicated. The technician installed water bag onto both pressure chambers, turn the toggle switch left to inflate, the idle needle reached 250 millimeters of mercury, which was out of tolerance. The root cause of the reported issue could not be confirmed. The technician replaced both pressure gauges as preventative action., corrected data: corrected information provided in d1 d2 d3 g1, g2.